Manufacturer narrative:
To: FDA MDR mandatory reporting. From: (B)(4) / ferrosan medical devices (B)(4). Our ref: (B)(4). Initial and final medical device reporting an adverse event. Please receive this letter as the initial and final reporting of an adverse event that has happened in (B)(6). Event description: the adverse event includes a female patient in her mid-thirties, fit and healthy with a history of previous miscarriage. The following information is available: "in (B)(6) 2019: I have performed a diagnostic laparoscopy, dye test, treatment of mild endometriosis and right ovarian cystectomy for a small endometrioma (2 cms). I used the surgiflo in the ovary and hyalobarrier (nordic) for the pelvis. The procedure was straightforward and uncomplicated. The patient was admitted 4 weeks later with tense ascites. We ruled out any bowel damage or ureteric injury (had a normal CT urogram). The patient had normal kidney and liver functions. There was (were) no signs of infection. The ascites was drained and subsequently the patient was discharged home. Repeat ultrasound scan showed residual pockets of fluid in the pelvis but no fluid in the upper abdomen. We ruled out any other causes of the ascites and the only remaining possibility is some form of reaction to the medications used at the time of the laparoscopy. I contacted nordic and logged a notification for a possible adverse effect and doing the same with ethicon. I would be grateful if you could advise about any recorded similar events following the use of this product that has been reported, or any similar side effects that you might be aware of." Additional questions were asked. Answers were received: the product used during surgery was surgiflo¿ haemostatic matrix kit with thrombin product code ms0012. The lot number is 254638 with expiry date 31/05/2020. The patient underwent surgery for ovarian cystectomy for endometriotic cyst on the (B)(6) 2019 and surgeon reported that surgiflo¿ haemostatic matrix kit with thrombin product code ms0012 was used to control bleeding from the cyst site. One unit of the product was used during surgery and surgeon reports that excess surgiflo¿ haemostatic matrix kit with thrombin was removed prior to closing up. No other haemostatic agent products were used during the case. The surgeon used hyalobarrier® (nordic) to reduce adhesions during the case. It is reported that the patient has a history of hypothyroidism on thyroxin treatment. No history of tuberculosis, heart, liver or kidney diseases. No previous history of gynaecological surgeries. There was a history of pre-term delivery at 25 weeks gestation delivered vaginally. On the (B)(6) 2019 the patient was re-admitted with ascites. 4 liters of fluid were aspirated. Different tests were performed upon admission of the patient: negative cultures in the ascites fluid, wbc: 7.5, no signs of ruptured ovarian cyst, CT scan: generalised ascites which no cause is apparent. Ureteric injury is not excluded as delayed films were not obtained. Fluid urea 2.4 mmol/l. Fluid potassium 4.1. Total protein * 38 g/l (60 - 80). Ldh 303 u/l (266 - 500). Total protein >35 g/l suggests exudate. Ldh >300 u/l suggests exudate. CT urogram: conclusion: (1) deep pelvic collection in the pouch of douglas (2) no extra-vasation of contrast is seen in the urinary collecting system on this study. No bacterial growth on aerobic culture. Anaerobes not isolated. Cytology: this is a cellular sample comprised of mixed inflammatory cells and scattered single mesothelial cells. No malignant cells seen. It is reported that the patient has recovered but still has residual pockets of fluid in the pelvis and patient is due for further review in the clinic in three weeks. Evaluation: the adverse event has been discussed with an external medical advisor (medical doctor). None of the performed tests performed at the healthcare facility provide a clear reason for the ascites. The surgeon reported the following: "CT scan: generalised ascites which no cause is apparent". Ascites is a rare but important complication of endometriosis. Three publications have been found: · spitzer, m et al., ascites due to endometriosis, obstet gynecol surv. 1995. Aug; 50 (8): 628-31. This publication addresses that ascites is a rare but important complication of endometriosis because it mimics ovarian cancer. The pathogenesis is unknown. The majority of symptoms and signs of endometriosis are well known, including pelvic pain, dysmenorrhea, dyspareunia, infertility and pelvic tenderness with or without masses. However, it is seldom appreciated that the disease can be a cause of, and can present with ascites, often massive and recurrent · samora-mata, j., et al., endometriosis ascites: a case report, jsls. 1999. Jul-sep; 3 (3): 229-331 this is a case report of one patient who presents with massive ascites. In most instances, the presence of massive ascites is associated with malignancies, tuberculosis or perforated visous. In this case, the diagnosis of extensive endometriosis with ascites is reported as a very rare complication of the disease gungor, t. Et al., a systematic review: endometriosis presenting with ascites, arch gynecol obstet. 2011. Mar; 283 (3): 513-8. Endometriosis-related ascites and/or pleural effusion refers to extensive disease with a high risk for recurrence which usually affects non-caucasian, nulliparous women of reproductive age and leads to clinical symptoms resembling those of an ovarian malignancy. Therefore, clinicians should consider endometriosis in differential diagnosis of pelvic masses and also include endometriosis in diagnostic workup of ascites or pleural effusion. It is unlikely that surgiflo¿ haemostatic matrix kit with thrombin product code ms0012 is the cause for the ascites and thus the event may be explained by another cause. A probable cause may be that the ascites is due to the endometriosis though a rare complication. Conclusion: this adverse event is to be reported to authority: patient suffered serious injury with ascites four weeks post-operatively. This is not a justified adverse event related to the use of surgiflo¿ haemostatic matrix kit with thrombin product code ms0012. Please send a confirmation of receiving of this report to the complaint mailbox at the following e-mail address: (B)(4). Please don't hesitate to contact us in case of questions. The case is hereby considered closed.

Event description:
Our ref. No. (B)(4). The adverse event includes a female patient in her mid-thirties, fit and healthy with a history of previous miscarriage. The following information is available: "in (B)(6) 2019: I have performed a diagnostic laparoscopy, dye test, treatment of mild endometriosis and right ovarian cystectomy for a small endometrioma (2 cms). I used the surgiflo in the ovary and hyalobarrier (nordic) for the pelvis. The procedure was straightforward and uncomplicated. The patient was admitted 4 weeks later with tense ascites. We ruled out any bowel damage or ureteric injury (had a normal CT urogram). The patient had normal kidney and liver functions. There was (were) no signs of infection. The ascites was drained and subsequently the patient was discharged home. Repeat ultrasound scan showed residual pockets of fluid in the pelvis but no fluid in the upper abdomen. We ruled out any other causes of the ascites and the only remaining possibility is some form of reaction to the medications used at the time of the laparoscopy. I contacted nordic and logged a notification for a possible adverse effect and doing the same with ethicon. I would be grateful if you could advise about any recorded similar events following the use of this product that has been reported, or any similar side effects that you might be aware of."